Event description:
I had a tmj total joint replacement bilateral in 2005, with tmj total concepts implants. Following the surgery, I have reported numerous adverse reactions/problems with my joint. First, my hearing and vision go out. Generally, it is precipitated by severe "joint" pain. This does cause me to pass out. Secondly, I am unable to touch my mandibular bone. The pain is severe, instantly causing pain. Third, the area around my "joints" is constantly red, irritated, raw, and itching. This is not due to any 'new' facial care routine/makeup. It is only around the joint and the incision points. The pain is severe and debilitating. My surgeon and other doctors dismiss these issues. I am on daily narcotic pain control. My surgeon believes the joints are fine. But, refuses to do any exploratory surgery for a year. The pain is debilitating as it interferes in daily living. As I type, the area where the joint is located on both sides is burning and itching. It is centrally located there, it does not travel. This is a constant. I wish someone would look into this. I understood the risks undergoing this surgery. I had no choice. But, I truly believe I am having serious consequences and no one is listening. I am in a precarious position with this pain. And, I need help.